Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that two days after the placement of a distal femoral osteotomy plate, the patient underwent a revision procedure. The plate was repositioned, and additional screws added to the shaft of the plate. Attempts have been made and additional information on the reported event is unavailable at this time.